Event description:
The company was made aware on (B)(6) 2021 that a physician performed a revision surgery due to lead migration.

Event description:
The company was made aware on (B)(6) 2021 that a physician performed a revision surgery due to lead migration.

Event description:
See section h6 for updates.